Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00133. The device was manufactured between 10jan2019 and 14jan2019. The device was received for evaluation outside of its original primary package. Visual inspection revealed that the fillport cap was missing. The reported condition was verified. Since the sample was not returned in its original unopened primary package, the cause of the missing fillport cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor was observed to be missing the sterility cap. There was no patient involvement. No additional information is available.